Event description:
This dental water supply system is supposed to be reprocessed by a procedure that involves an undesignated disinfectant. There are no disinfectants FDA cleared for this purpose. The reprocessing procedure has not been cleared by the FDA & there is no evidence that it works. The product is not being marketed legally in the USA. There is no evidence that it improves the quality of water delivered by dental instruments.